Manufacturer narrative:
Multiple attempts were made to obtain additional information including the lot number of bioglue used and patient's current status; however, all attempts were unsuccessful. A manufacturing review could not be performed as a lot number was unable to be identified. A review was performed of the available information. A surgeon used bioglue during a repair of a perforated gastric ulcer. The surgeon over sewed the perforation, applied bioglue on the anastomosis, and then placed fat over the bioglue. A few days after surgery, the bioglue detached and was freely floating in the abdomen; an additional surgery was required to remove the bioglue. In the united states, bioglue is only approved for use in aortic dissection and blood vessel repair; the use of bioglue during a repair of a perforated gastric ulcer is not an approved indication in the united states. Cryolife has not conducted any studies related to the safety and effectiveness of bioglue for gastric ulcer repair and cryolife is unaware of any journal articles which discuss bioglue being used for gastric ulcer repair. The IFU states, "do not apply bioglue in a surgical field that is too wet. This may result in poor adherence." The IFU also states "do not attempt to apply bioglue to a field that is too wet. Application of bioglue into a wet field may result in the failure of bioglue to adhere," and "bioglue works best when the target surgical field is dry. A dry surgical field can be described as a field that does not restain with blood within 4-5 seconds after wiping dry with a surgical sponge." Bioglue was not used according to the approved instructions for use.

Event description:
According to the report, the complainant stated that a surgeon at her hospital used bioglue during repair of a perforated gastric ulcer. She said that the surgeon oversewed the perforation, applied bioglue and then placed fat over the bioglue. A few days after surgery, the bioglue detached and was freely floating in the abdomen requiring additional surgery to remove it.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the complainant stated that a surgeon at her hospital used bioglue during repair of a perforated gastric ulcer. She said that the surgeon oversewed the perforation, applied bioglue and then placed fat over the bioglue. A few days after surgery, the bioglue detached and was freely floating in the abdomen requiring additional surgery to remove it.